Event description:
It was reported that an atrial lead warning occurred, that bipolar impedance is less than unipolar impedance, and that bipolar impedance has decreased since implant. The lead is still in use. No patient complications have been reported as a result of this event. It was later report that another lead warning occurred due to low impedance. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead warning indicated a decresase in impedance. Bipolar impedance was reported to be 271 ohms and unipolar 310 ohms. The lead is still in use. No patient complications have been reported as a result of this event.